Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/8/2021. H.6. Investigation: one used sample and one photo was returned to our quality team for investigation. Through visual inspection, the syringe barrel is observed to be broken, the tip based was detached from the barrel and remained connected to a needle. Using magnification, there was no damage or molding defect observed in the barrel material that could have contributed to this defect. A device history review was performed for reported lot 2009081, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. (B)(4) retained samples of lot 2009081 were used for additional evaluation. No damage or molding defects was observed on any of the syringes. The needle received was connected to each retained sample, no damage or breakage occurred. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verification testing. Based on the available information we are not able to determine a root cause related to our manufacturing process at this time.

Event description:
It was reported that syringe 50ml ll was damaged. The following information was provided by the initial reporter: the syringe broke while withdrawing the liquid instead of removing the needle. Last night, a nurse got a piece of plastic in her eye. This came from the syringe below, which broke off when the needle was turned off. Of course it can't be like that.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50ml ll was damaged. The following information was provided by the initial reporter: the syringe broke while withdrawing the liquid instead of removing the needle. Last night, a nurse got a piece of plastic in her eye. This came from the syringe below, which broke off when the needle was turned off. Of course it can't be like that.